Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
During a procedure, the tip of the 1.8mm drill bit broke off. The drill bit was discarded after procedure. The tip remains in the patient.